Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the tr35w was fired across the renal artery. The cartridge jammed and did not staple, resulting in a 1.5 liter blood loss. The hosp will not release the cartridge. 02/23/2000 md contacted this writer. Md stated the oranger piece pushed through and cracked the device when it was fired. The surgeon reported this caused the device to cut and not staple when fired across the renal artery. There was a 1.5 liter of blood loss in less than 1 minute. The pt did not receive a transfusion. The renal artery was repaired with suture and the pt is doing fine at this time.